Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had experienced a loss or change of therapy. Stimulation turned off on its own. At first the patient thought it was maybe her, that she had turned it off on accident but the last time she saw the healthcare professional (hcp) they told her the stimulation was off and she knew she did not do it because she had not touched her programmer. It was reviewed with the patient to be aware that the middle button would turn stimulation off. This started to occur in (B)(6) 2015. It was also noted that there was a poor communication screen on the patient programmer (pp). The patient could not connect with the pp and the doctor couldn't connect with it either. She was able to connect with the clinician programmer (cp) at the doctor's office. The patient was not recently implanted or had a revision surgery. This issue started to occur in (B)(6) 2015. Further follow-up is being conducted to determine what trouble, actions or interventions were taken, if the cause was determined, and if the replacement pp resolved the communication issue. If additional information is received, a follow-up report will be sent.